Event description:
It was reported by service report that the scale was inaccurate and the bed drifted from an elevated position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cells, and nylon nuts on lift motors.